Event description:
The device was used during an unspecified procedure. Reportedly, the instrument jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition was not confirmed; however, the device was confirmed for an unrelated condition. The cartridge was broken upon receipt. This is believed to be from rough handling.